Event description:
Physiological monitoring systems: philips central sta. Info systems revs d.00, e.00 and e.01. Models m3155a, m3150a, m3167d, with variety of cms models m104ga, rev f.g, c.o and v24 model m1204a monitors malfunctioning, where bedside monitors randomly, spontaneously go into suspend alarms mode without a nurse selecting or even being present. Once activated, operates normally, where visible alert displays at central, but in some cases clinician is unable to clear at beside and has to wait for the suspend to time out, and other times is able to unsuspend.